Manufacturer narrative:
Health professional ¿ (blank) and e3: occupation ¿ no information provided. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It is reported the rigid video laparoscope, had an error e227 displayed during preparation for use for an unspecified diagnostic procedure. Other equipment was used to complete the procedure. There was no report of patient harm.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: start-up image would black out and b31 scope communication error was dispalyed and the light guide tube required replacement. A definitive root cause could not be identified. Based on the results of the investigation, the cause of the reportable malfunctions was determined to be due to a component failure of the universal cable. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.